Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s father reported that when the sensor was removed, the skin at the insertion site was red, irritated with a yellow discharge (pus). The patient was evaluated by her physician on (B)(6) 2019, who diagnosed the patient with staph infection. The patient was treated with antibiotic ointment and oral antibiotics and told to not use the same transmitter but to use a new transmitter. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.